Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power of the small battery drive device was insufficient/low and the control lever for the oscillating mode seized. It was further observed that the device had an unintended activation/motion and a component damage. It was further determined that the device failed pretest for check power with power test bench, check switching function forward/reverse in running mode, check the oscillation angle, check the osc mode function, check the forward/reverse modes function, check in "off" mode and check for unintended motion. It was noted in the service order that the on/off mode shift switch did not move, the device made an unusual noise and the power was not good enough. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.